Event description:
The wife of a (B) (6), male, patient, contacted lifecor customer support to report that one of the patient's battery packs is not charging. She stated that the red "battery pack fault" led was illuminated when the battery pack was placed on the charger. Support had the patient download and it revealed several "battery pack fault" flags on the battery pack in question. Support sent a patient services representative (psr) to the patient to replace the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.